Manufacturer narrative:
Block b3: exact date unknown, event occurred two years and a half from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing discomfort at the ipg site and inadequate stimulation. The patient underwent an explant procedure and the patient was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.